Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the stimulation was burning their private parts since implant. When the patient turn the stimulation off, the sensation goes away. The patient reported that he has burn marks on the head of his penis. There were no further complications or anticipations reported with this event.